Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Manufacturing eval revealed that the device was returned with the pop-on body attached to the screw. The assembly showed marks not consistent with manufacturing on both the screw threads and the outside diameter of the body. The threads on the body also appeared to be damaged. There was deformed material where the threads meet the rod slot. Specification investigation showed the thread features of the body to be deformed, causing the feature to not be gaged properly and fail. Based on the condition of the returned device, and the eval, the complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
It was reported that during a posterior lumbar fusion at level l4-l5, the matrix threaded persuader broke. The surgeon retrieved all pieces of the persuader, but found it stuck to the matrix screw head. The surgeon removed the screw, screw head, and persuader, inserted another screw and head, and completed the procedure. The procedure was delayed 10 minutes. This is report 3 of 3 for this event.